Manufacturer narrative:
The complaint device was returned for evaluation. A visual inspection was performed and found no defects. Functional testing was performed and the transmitter failed. The root cause was determined to be a defective transmitter.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that the transmitter gave an out of range signal on (B)(6) 2014. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support. Dexcom has issued an rga for patient to return the device to be investigated.